Manufacturer narrative:
Ra has just received the incident photos and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thoracoscopy - "patient received a thoracoscopy for pulmonary vein isolation, and had 5mm port in place. Scrub tech called attention to foreign body inside the chest. It was determined to be the end of the cannula that had broken off. A grasper instrument was used to retrieve/remove, and in process of retrieval, the piece cracked/broke into 2 pieces. Both pieces retrieved from patient."patient status - "discharged home on (B)(6) 2014."

Manufacturer narrative:
For 12/11/2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with mw5035301. Investigation summary: the incident product was not returned for evaluation; however photographs were returned. Engineering confirmed from the photographs that the distal tip of the cannula had broken off. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.